Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device staple? Yes at the beginning of the procedure. If the device deployed staples, was the staple line complete? Yes at the beginning of the procedure. Did the device cut? Yes at the beginning of the procedure. If the device cut was the cut line complete? Yes at the beginning of the procedure. Was there visible damage to the cartridge? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60w cartridge reload was received for analysis. The reload was received partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Furthermore, the cartridge pan was noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, after properly stapled at the beginning of the procedure, the charger is blocked at half of the cartridge. The staples didn't eject from the charger. The firing knob wouldn't advance. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device staple? If the device deployed staples, was the staple line complete? Did the device cut? If the device cut was the cut line complete? Was there visible damage to the cartridge?